Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an inaccurate bolus request for 19 units instead of the intended 19 grams of carbohydrates. Reportedly, blood glucose (bg) level decreased to 60 mg/dl, and was addressed with glucagon. During a follow-up call, the customer reported bg level was 93 mg/dl and increasing.